Manufacturer narrative:
Other occupation: program manager/lead regulatory affairs & compliance. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a "long fiber" inside the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A single loose 10ml syringe was received inside a plastic bag and evaluated. The syringe was observed to have a long brown hair with one end between stopper ribs and remainder of the hair behind the stopper outside the fluid path. Corrective and preventative action was opened to investigate foreign matter on this machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a "long fiber" inside the syringe of the bd luer-lok syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.